Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after battery change and they were taking shower. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated display did not returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: clear. Patient returned device for an alleged blank display and exposure to moisture observed on october 05, 2021. The device passed the displacement test and active current test. However, the device failed the sleep current test and self test due to moisture damage on the motor and force sensor. Successfully downloaded history files and traces using thus. No unexpected alarms or alerts were noted during testing. The following alarms were found in the device history: pump error 104 on october 05, 2021 at 12:20:00.000, pump error 73 on october 05, 2021 at 21:51:00.000, and pump error 11 on october 05, 2021 at 22:22:00.00 which were all expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Dvice was cut open to perform visual inspection and found moisture damage on the force sensor, motor, and a corroded battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing; however, damage to the retainer ring was noted. The following were noted during visual inspection: scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, label damage (faded), and cracked retainer. Blank display was not confirmed during analysis; however, moisture damage was noted on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.